Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power controller board was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in a loss of ac power with inability to charge the back-up battery. There was no patient involvement.